Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no reported adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.